Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece for analysis. Visual analysis found the helix to be fully extended meeting device specifications. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that dislodgement was observed on the right atrial (ra) lead. The lead was explanted to resolve the event. The patient was stable.